Event description:
It was reported that set leaked. Chemo infusion was hung and noted 2 hours later to have leaked about 100 ml on the floor. The set leaked from the bottom (distal end) of accuslide where the tubing connects to it. The leak did not result in any pt harm or any adverse effect on the pt's therapeutic plan. No additional info was available. The set was discarded during clean-up.

Manufacturer narrative:
Manufacturer's report date: 05/09/2009. Pt's info requested and all available info is included. This report was filed by the manufacturer. Without the product to examine, no root cause can be determined. The device history record was reviewed and there are no non-conforming material reports associated with this lot number.